Event description:
It was reported to boston scientific corporation that a wallflex rx biliary partially covered stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure with biliary stent placement on (B)(6) 2011. The stent placement was part of a non-bsc sponsored clinical trial: rct steel (wallstent) vs nitinol (wallflex) bile duct stent for palliation of malignant obstruction. According to the complainant, the indication for the stent placement was to alleviate symptoms from malignant non-resectable cancer in the pancreatic head. The stricture was located in the distal common bile duct approximately 1.5cm from the papilla. The stricture was 1.5cm in length. The stricture was not dilated prior to stent placement. The stent was implanted successfully on (B)(6) 2011. On (B)(6) 2011, the patient was diagnosed with cholangitis and sepsis. A second ercp procedure was performed. It was found that the stent had migrated distally out of the papilla and only 1cm of the stent remained within the common bile duct. In addition, the stent was occluded. The stent was removed from the patient. The cholangitis and sepsis were also treated with the medications tazocyn "r", ciproxin "r", and flagyl "r." On december 5, 2011, a third ercp procedure was performed and a 5cmx10fr plastic stent was placed. Following the placement of the plastic stent, the cholangitis and sepsis were resolved. The patient was released from the hospital on december 7, 2011. In the physician's assessment, the cholangitis and sepsis were related to the stent migration.

Manufacturer narrative:
Reported event of stent migrated and stent occluded. Rct steel (wallstent) vs nitinol (wallflex) bile duct stent for palliation of malignant obstruction the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is identified, a supplemental medwatch will be filed.